Event description:
The customer reported receiving several different alarms. Explained to customer that the alarms are associated with the battery. The customer was able to clean the alarms. Then the customer called back and stated that the insulin pump had a frozen display. The customer stated that the night before she got numerous alarms. The customer stated that her blood glucose is 288mg/dl, and she will treat with manual daily injections. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.